Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08384. Reference MFR report#1627487-2015-08385. It was reported the patient lost stimulation as a result of the leads being pulled down into the pocket. Reportedly, the ipg had flipped in the pocket causing the sutures to loosen. Surgical intervention was undertaken on (B)(6) 2015 at which time the leads were explanted and replaced. The original ipg was revised during the same procedure. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.